Manufacturer narrative:
The reported oad was received for analysis. During testing, the oad would not power off when the start switch was pressed, therefore the reported event was confirmed. The diagnostic analysis of the handle assembly and its components revealed a gap in the start switch trace material. Examination of the material revealed it to be damaged, which may be due to an issue during assembly where the trace material may have been manipulated while adhering the start switch to the start switch plate. The start switch was replaced with an undamaged switch and the device was tested for functionality. When tested again, the device functioned as intended with no abnormalities observed. There was no other damage or abnormalities that would have contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a device malfunction occurred. Following treatment of the lesion with the oad, the device would not power off and continued to spin inside the vessel. The power cord was removed to power off the device, and the device was replaced to complete the procedure. No adverse patient consequences were reported and the patient was in stable condition following the procedure.